Event description:
It was reported during the da vinci sigmoid colectomy surgical procedure, the vessel sealer extend was not operating correctly and would not cauterize. The instrument was replaced, and the patient tolerated the procedure well. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.